Event description:
Medtronic received information that at an unspecified time, this bio-console 560 instrument had the batteries not holding charge. The use of the insrument was unspecified. There was no adverse patient effect reported with this event.

Manufacturer narrative:
Device evaluation summary: the reported batteries not holding charge issue was verified during service. The service technician found batteries measuring below 3vdc. The issue was resolved by replacing the battery,12v,6.5 ah,certified *2. Preventive maintenance was performed per specifications. Note: the instrument was serviced in the facility by a field service technician. The instrument was not returned to a medtronic facility for service/analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic received additional information that the battery was installed on (B)(6) 2022 and the batteries did not met their lifespan before replacement. The lot number of the battery removed from the instrument was 0011289907. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.